Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was a problem with injector hand switch. A review of system logfile showed that the issue was possible for 10 seconds or a slow hand switch. As a part of troubleshooting action, rse checked the injector cabling was properly secured to its connector or not. To resolve the issue, rse instructed the customer to pressed injector hand switch, after pressing injector switch the connection was reestablished. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that radiation could not be triggered with the footswitch. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the radiation could not be triggered due to an issue with the injector hand switch. Review of the system logfile showed that there was problem with the injector hand switch which was active at the start-up. During troubleshooting, the rse checked the injector cable connection and instructed the customer to re-establish the injector connection by re-pressing the injector hand switch. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and it was resolved by re-pressing the injector hand switch, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were corrected based on re-evaluation.